Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-70 serial#: (B)(4), description: linear lead with enhanced stylet, 70cm; model#: sc-4316 lot#: 16480437 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a full scs system revision wherein the leads were replaced. The patient was doing well postoperatively. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will have her current scs system explanted due to a fall and loss of functionality of device. It was believed that the fall was not due to device malfunction.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.